Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-11903. Manufacturer report number 1627487-2019-12248. Manufacturer report number 1627487-2019-12250. Manufacturer report number 1627487-2019-12251. It was reported that the ipg became inoperable and patient lost therapy. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the ipg, leads and lead extensions were explanted and replaced. Effective stimulation was established post-op.